Event description:
It was reported that device damage and surgical intervention occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was inserted and positioned at the laa, and it was subsequently noted to be kinked. Despite the kink on the was, a watchman closure device and delivery system (wds) was advanced, deployed, and implanted. Despite meeting release criteria, the closure device detached and needed to be retrieved and removed. During removal of the was from the femoral vein, resistance was felt. The laa closure procedure was aborted. A thoracotomy was performed. The patient was stable after the procedure and the event is resolved.

Manufacturer narrative:
B5: information added. Device evaluated by MFR.: the returned watchman access system was received for analysis and the reported event was not confirmed. Returned product consisted of a watchman access system (was) with the dilator in the sheath and blood in the device. Visual inspection of the device revealed no damage or defect. Microscopic examination revealed no damage or defect. Product analysis could not confirm the reported event as there was no damage or defect on the returned device. Product analysis could not confirm the reported difficulty removing as clinical circumstances could not be replicated.

Event description:
It was reported that device damage surgical intervention occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was inserted and positioned at the laa, and it was subsequently noted to be kinked. Despite the kink on the was, a watchman closure device and delivery system (wds) was advanced, deployed, and implanted. Despite meeting release criteria, the closure device detached and needed to be retrieved and removed. During removal of the was from the femoral vein, resistance was felt. The laa closure procedure was aborted. A thoracotomy was performed. The patient was stable after the procedure and the event is resolved. It was further corrected that due to the kink and resistance felt on the was when advancing and deploying the wds, it caused the closure device to detach from the core wire and not meet release criteria during implantation, which required the surgical intervention and closure device retrieval.